Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024, privigen 50ml (contained in a glass bottle) infusion was started at approximately 1028, volume to be infused (vtbi) was 50ml. The ordered infusion rate for privigen is a titration schedule based on a patient's ideal body weight of 64.2 kg. The total amount ordered and administered was 25g (first bottle containing 20g in 200ml and second bottle containing 5g in 50ml). Below details the reported titration rate by the nurse: 0.5mg/kg/min for the first 30 mins = 19.3ml/hr. For 9.65ml 1mg/kg/min for 15 mins = 38.5ml/hr. For 9.6ml 2mg/kg/min for 15 mins = 77ml/hr. For 19.2ml 3mg/kg/min for 15 mins = 116ml/hr. For 29ml 4/mg/kg/min for 15 mins = 154ml/hr. For 38.5ml 5mg/kg/min for 15 mins = 193ml/hr. For 48ml 6mg/kg/min for 15 mins = 231ml/hr. For 58ml 7mg/kg/min for 15 mins = 270ml/hr. For 38.05ml (remainder of bottle) total infused= 25g (250ml) it was initially reported that the pump "over infused by 14.24ml." However, bd learned additional information through customer follow-ups, and it was reported that the infusion completed in the expected amount of time. The patient did not receive more privigen than intended, as the amount in both bottles was exactly the amount ordered. Alaris tubing was used along with a b braun-brand vent accessory for the glass bottle. The customer then clarified that the issue was that when the bottle of drug emptied, the pump did not alarm air-in-line. The customer stated that the device continued to pump "dry" for about 14.24ml at which point the nurse noticed and stopped it. There was patient involvement, but no harm.

Event description:
It was reported that on (B)(6) 2024, privigen 50ml (contained in a glass bottle) infusion was started at approximately 1028, volume to be infused (vtbi) was 50ml. The ordered infusion rate for privigen is a titration schedule based on a patient's ideal body weight of 64.2 kg. The total amount ordered and administered was 25g (first bottle containing 20g in 200ml and second bottle containing 5g in 50ml). Below details the reported titration rate by the nurse: 0.5mg/kg/min for the first 30 mins = 19.3ml/hr. For 9.65ml; 1mg/kg/min for 15 mins = 38.5ml/hr. For 9.6ml; 2mg/kg/min for 15 mins = 77ml/hr. For 19.2ml; 3mg/kg/min for 15 mins = 116ml/hr. For 29ml; 4/mg/kg/min for 15 mins = 154ml/hr. For 38.5ml; 5mg/kg/min for 15 mins = 193ml/hr. For 48ml; 6mg/kg/min for 15 mins = 231ml/hr. For 58ml; 7mg/kg/min for 15 mins = 270ml/hr. For 38.05ml (remainder of bottle). Total infused= 25g (250ml). It was initially reported that the pump "over infused by 14.24ml." However, bd learned additional information through customer follow-ups, and it was reported that the infusion completed in the expected amount of time. The patient did not receive more privigen than intended, as the amount in both bottles was exactly the amount ordered. Alaris tubing was used along with a b braun-brand vent accessory for the glass bottle. The customer then clarified that the issue was that when the bottle of drug emptied, the pump did not alarm air-in-line. The customer stated that the device continued to pump "dry" for about 14.24ml at which point the nurse noticed and stopped it. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.